Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that an air leak was noticed during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 07 nov 2018, it was reported from hopsital rep (B)(6) that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.